Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: date of index surgical procedure. How was the suture placed in the fascia (interrupted or continuous)? What were current symptoms following the index surgical procedure? Onset date? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? What was the date of the reoperation? What was the appearance of the suture during the second procedure? Was the suture intact and tissue pulled away from suture? Were the knots intact and the suture found broken? What is the tracking number for product return for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What are the patient age, weight, bmi and medical/ surgical history? What is the patient current status? The customer replied that he is not willing to cooperate to provide further information

Event description:
It was reported that the patient underwent open hysterectomy procedure on unknown date and suture was used on the fascia. Approximately 2 days post- op, the patient was readmitted due to an opening of the fascia creating a large hernia. An additional procedure was performed, the suture was removed and the fascia was closed. Additional information was requested.